Manufacturer narrative:
As of (B)(6) 2019 retained samples were submitted to the lab for testing in addition to review records of biocompatibility and latex screening tests. Refer to relevant tests/laboratory data in this report for further details.

Event description:
Consumer stated that product peeled off her skin. Consumer informed that she will seek medical attention.